Event description:
(B)(4) MDR - a change in impedance measurements of atrial lead as well as this ventricular lead were noted. The pt experienced ventricular tachycardia events resulting in a syncopal episode. The pacemaker was reprogrammed and the pt was scheduled for a lead reposition procedure.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.